Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast implantation surgery with a mentor smooth round moderate profile 225cc saline breast prosthesis and an unspecified mentor saline breast prosthesis and suffered several unexplained systemic symptoms, including chronic fatigue (lymphopenia), cognitive dysfunction (brain fog, difficulty concentrating, memory loss, difficulty finding words), headaches, generalized or local inflammation, chronic digestive system inflammation -inflammation of genitalia, chest pain, pain and/or burning sensation around implant, gastrointestinal and digestive disorders, alternating between severe diarrhea and constipation, frequent abdominal pain, intense and sometimes unbearable pain during defecation, frequent and very urgent awakening during the night to defecate, anal fissures, bacterial (and parasitic) infections, dental problems/frequent cavities, fungal infections, yeast infections, candida infections, psoriasis, joint pain (shoulder, hip, back, hands and feet), muscle and joint weakness, vertigo, heart palpitations, abnormal heart rhythm changes or cardiac pain, sweating, anxiety, depression and panic attacks, muscle pain and weakness, joint pain, metallic taste, gross food intolerance and allergies, major allergic reaction issues (allergies to anything that is added industrially to food), sleeping disorders and insomnia, sleep apnea, skin rashes, skin inflammation, cold and discolored limbs (hands and feet) (various marks or patches on the skin of the chest, neck and thighs), frequent numbness in arms and hands, symptoms of hypo/hyper adrenalism, hair loss (to the point where you can see the scalp because of the lack of hair), dry skin, intense thirst, premature aging, dry eyes, decreased libido, intolerance to cold, sensation of dehydration for no reason, frequent urination, vibration sensations in the upper and lower limbs. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses (the unspecified mentor saline breast prosthesis).